Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
During surgery to perform a recession of the aponeurosis of the gastrocnemius muscle of the right leg using an endoscope, the device was inadvertently positioned 180 degrees out of the recommended position, resulting in a 3 to 4 cm long skin laceration. The surgeon then decided to convert from the minimally invasive endoscopic procedure to an open procedure.